Manufacturer narrative:
Device evaluation: it was reported there was coring. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material #305180 lot #unknown. Coring with 305180 when drawing up medications from multiple manufacturers. Customer response 1.we have not received specific lot numbers from our clinicians regarding the coring experienced with the blunt needle. We will continue to monitor and will provide lot#¿s as recorded. 2.additional surveillance is required for every use of this needle with medications vials so ensure no coring has occurred and no foreign bodies are being delivered to our patients.